Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information including patient's demographics requested, but was not received.

Event description:
It was reported that the IV tubing leaked fluid from the filter. Additional information requested, but was not received.